Event description:
Additional information received reported that the patient¿s old pump flipped in 2001 and the hcp had tried to revise the pump to prevent flipping.

Event description:
It was reported that a patient¿s previous pump flipped ¿pretty quickly after installation¿ and it was hard for people to hit it during the refill. The pump was used to infuse dilaudid (hydromorphone). No outcome was reported for this event. Follow up was conducted to obtain additional information but had not yet been received. If additional information is received a follow up report will be sent.

Event description:
It was later reported that the patient¿s healthcare provider (hcp) tried to make the pump more secure, but it didn¿t work.

Manufacturer narrative:
Product ID: 8711, lot# j10849r38, implanted: (B)(6) 2001, product type: catheter. (B)(4).